Event description:
Medtronic received information that a ped2 pipeline failed to open in the distal section. 2 devices implanted total. First device was a 4.00x10 and was implanted with no issue. Second device was a 5.00x14 that was going to be telescoped inside the 4.00x10 in order to lengthen the construct proximally around the ophthalmic curve. This device is the one that had an issue opening distally. Device opened in the middle segment but was never fully deployed due to distal segment not opening. Device was resheathed and manipulated to try to open distally but would not open. Device was removed from patient and inspected. The distal end of the device appeared to be frayed. A new 5.00x14 was opened and implanted. The middle of the pipeline was positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional stents were required to open the pipeline. The pipeline was removed form the patient with the microcatheter. The patient was being treated for an unruptured, amorphous aneurysm in the right internal carotid artery (ica) communicating segment. The max diameter was 3.5mm and the neck diameter was 2.75mm. The distal landing zone was 3.75mm and the proximal landing zone was 5.00mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered. Angiographic result post-procedure was a successful treatment. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-81805), as found condition: the pipeline flex braid was returned for analysis within a shipping box and within primary and secondary plastic bio-pouches. Visual inspection/damage location details: the pipeline flex braid was returned already detached from the pusher. Therefore, the proximal and distal ends could not be identified. The pipeline flex pusher was not returned. Both ends of the braid were found damaged (frayed). Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. However, the customer¿s ¿pipeline damaged¿ report was confirmed. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. In this event it is likely the patient¿s ¿severe¿ vessel tortuosity and the damage to the braid contributed to the failure to open issue. Regarding the damage found with the braid damage can occur if resheathing more than 2 times, high delivery force, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. It is likely the patient¿s ¿severe¿ vessel tortuosity contributed to the braid damage. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.